Event description:
It was reported that the patient presented for follow up after a syncopal episode. An integration of the pulse generator revealed stored episode of pacemaker mediated tachycardia. Also noted was a decrease in r wave amplitude. The clinician was unable to determine if device function contributed to the patient's syncope. Programming interventions were made. The patient was stable.